Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said that about a month ago he tried connecting to his ins and he received a poor communication screen. The patient was walked through antenna locate and the patient was able to start an ins charging session immediately with full coupling boxes. The patient was given directions for clearing the informational power on reset (por) in case he sees that on his patient programmer (pp) after charging his ins. The patient verified at the end of the call that everything is working as expected. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Correction: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.